Manufacturer narrative:
Investigation summary: device/batch history record review: the lot was built and packaged on afa line 11 from 30oct2017 to nov22017 for the quantity of 330.010 ea. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans including (but not limited) inspections for foreign/non foreign and particulate loose or embedded. Qn / sap database review findings: one non-related qn (B)(4) (hole on top web) was initiated and disposition of the product, root cause and corrective action were applied according to the quality control plan. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one iag bc 20ga unit within an open package. Visual/microscopic examination: observed there was a particle of white material on the catheter tubing near its tip. Based on the visual evaluation performed it was observed a particle of white material on the catheter tubing near its tip. Since the unit was received within an open package, a definite source for the white material observed on the catheter tubing could not be determined. Ftir testing to identify the component cannot be performed since the particle was too small to be tested. 5s cleaning is performed after each shift to minimize the potential for introducing foreign matter to the product. Potential nonconformance includes any violations of the gmps including qs3-0035, which defines the bd gowning policy. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. H3

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. It was stated ¿there was a white object glued to the catheter.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. It was stated ¿there was a white object glued to the catheter.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. It was stated ¿there was a white object glued to the catheter.¿ there was no report of injury or further medical intervention.